Event description:
It was reported that the atrial lead exhibited intermittent low amplitude p waves leading to possible double counting of p waves or intermittent far field r wave oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; model 6945-65 implantable tachy lead, implanted: (B)(6) 2001. (B)(4).